Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn 59107182 has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient was appropriately treated on (B)(6) 2019 at 23:12:57. The patient was in vt at 190 bpm at the time of the treatment. The treatment was unable to convert the vt, and the patient remained in vt with response button for 41 seconds until the device was shutdown at 23:13:35. It was reported that the patient was in the bathroom at the time of the event and unable to get to the response buttons. It is unknown who was pressing the response buttons post-shock. Following the event, the patient did not seek medical attention and continued wearing the lifevest. There is no information to suggest a device malfunction. The device operated as designed and treated the vt, but the arrhythmia was unable to be converted by the treatment. There was no death or serious injury reported.